Event description:
The customer stated that his blood glucose readings had been high. While troubleshooting, he performed a normal control test and received a reading of 201 mg/dl. The normal control range is 106-153 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.